Event description:
It was reported through the attorney for the patient, as a result of a legal claim, that allegedly, plaintiff was injured by the following product: a total knee replacement device commonly identified as a stryker triathlon total knee.

Manufacturer narrative:
Due to the ongoing litigation, no additional information is available at this time. If additional information is received it will be reported on a supplemental report.